Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Two weeks ago the customer's blood glucose was too high and insulin leaked out. The self-adhesive was partly separated from customer's skin. His father removed the self-adhesive completely and noticed that the cannula is missing. No adverse event reported. Device not available for return.